Event description:
Customer's mother reported hospitalization due to diabetic ketoacidosis.the blood glucose reading is 87 mg/dl. Customer experienced vomiting, nausea and stomach pain. Treated with manual injection. The customer fell off the skateboard and hit his head. During troubleshooting, time and date correct. Programming is correct. High pressure test passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.